Event description:
Meter name: ot ultra. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: a little bit hypoglycemic. A patient reported they were unable to test. Their meter allegedly had no power. There was no result on their meter. There were no other tests and no comparisons done. Treated therselves with glucose tablets. No further information has been reported.